Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
Company rep reported being admitted to the hospital in a hypoglycemic coma. Company rep stated the incident occurred at the pt¿s home and the pt¿s brother gave her a glucagon shot and a spoon of sugar while at home and took her blood glucose level twice with readings of 73 mg/dl the first time and 96 mg/dl the second time. Company rep stated the pt was admitted to the hosp and is still at the hosp. Company rep reported the doctors cannot lower the pt¿s blood glucose level; it does not fall under 500 mg/dl. Pt¿s elevated blood glucose level may be due to an infection. Company rep stated the doctors at the hosp noted the pt was experiencing other medical complications. Pt has not seen her doctor in 4 years. Company rep reported the pt¿s brother stated he does not believe her condition has anything to do with the infusion device. Pt was hospitalized due to ketoacidosis in (B)(6) 2010. No further info is available. Product was replaced and requested return of the alleged product for eval.